Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent 4 (r4) mixer, pca mixer reagent arm, and aliquot probe, and aligned bottom of cuvette (bocc). The system was functioning properly at departure. No other issues have been reported by the customer since the service visit. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant carbon dioxide patient result was obtained on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument three times then repeated on an alternate instrument once. The first repeat result was discordant and was not reported to the physician(s). The final repeated result from the initial instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.